Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The clinic was notified that the patient's implantable cardioverter defibrillator (ICD) had triggered a lead integrity alert (lia). Follow up with the clinic indicated that the patient was seen in-office the following day. It was revealed that the "pateinet" had undergone a hip surgery procedure and the electromagnetic interference (emi) caused by the cautery had triggered the alert. In-office testing was completed, and no issues were seen. Reprogramming was completed to return tachy detections back to the pre-alert settings. The device remains in use. No patient complications have been reported as a result of this event.